Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a mounting safety bolt needs checked on a microscope. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
Ad the system was examined. The company representative found that the loose optical head was related to a hand brake that was not tightened by customer during surgery preparation. The operator¿s manual includes a prepare for surgery section which reminds the operator to set all friction locks before beginning the surgery. There is no evidence of any system malfunction. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on september 4, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported loose optical head can be attributed to the operator not setting all of the friction locks. (B)(4).